Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0501 captures the reportable event of feeding tube detached.

Event description:
Note: this report pertains to the second of two endovive safety peg kits push method that were used in the same patient and procedure. It was reported to boston scientific corporation that an endovive safety peg kit push method was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the peg tube disassociated at the transition zone. A second peg kit was opened and attempted to be used but, the same problem occurred. The procedure was completed with another endovive safety peg kit push method. There were no patient complications reported as a result of this event.